Manufacturer narrative:
The device history records were reviewed for the reported lot shows no discrepancies that would contribute to the reported issue. A visual inspection was performed and showed no discrepancies. A functional inspection of the returned device was performed. The test performed 10 iterations to measure the output of the torque wrench and it yielded values between 104.06 in-lbs and 107.36 in-lbs. This device should range from 110 to 120 in-lbs as per specifications in drawing. In addition, the connector piece was tested with a conforming mating part to determine if that may be an issue as well however the torque wrench connected as expected. However, when the device is shaken there are loose components in the internal mechanism of the handle indicating some sort of internal device damage/disengaged components. Based on the available information, it is not possible to definitively determine the cause of the torque wrenching breaking during use. Based on the fact that the torque values are slightly below the required values combined with the fact that there are loose components inside the device, it is possible that dropping of the device during reprocessing, rough handling of the instrument during movement between cases, or improper/overly aggressive application of the device during use may have lead to the breakage of the instrument.

Event description:
The sales associate reported the torque wrench broke during use and the surgeon hurt his elbow. Additional details have been requested regarding the injury, however no information has been received at this time. There was no injury to the patient reported.

Manufacturer narrative:
The device evaluation is anticipated, a follow up report will be sent upon completion of the product evaluation.